Event description:
A surgeon reports a patient with a decrease in bscva following a clinical study. At 3 months post-op, this patient experienced a 1-line decrease in bscva in the right eye. Ucva improved from >20/100 to 20/28. At one week post-op, this patient reported driving at night was a challenge and distance vision was blurry. Blurry vision was noted through the 3-month post-op exam.

Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. This report mailed into FDA on: 07/26/2007.